Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy and return of their tremors. Attempts to reprogram the system were made however were unsuccessful. The physician assessed that lead placement was not optimally placed during initial implant. The patient underwent a procedure wherein the dbs lead was replaced with another of the same model before completing the procedure. Analysis of the lead was not performed as it was retained by the facility. The patient did well post-operatively.

Manufacturer narrative:
Block d2b: additional pro codes, nhl, pjs.